Event description:
It was reported in a journal article that 38 patients (52 vertebrae) with thoracic osteoporotic vertebral compression fractures underwent percutaneous kyphoplasty via a unilateral extrapedicular approach between july 2004 and may 2008. Twelve patients were men and 26 were women with a mean age of 60.3 years (range 55-72 years). Symptomatic levels ranged from t4 to t12; 27 patients had fractures at 1 level, 10 at 2 levels, and 1 at 3 levels. Mean operative time was 30 minutes (range 16-42 minutes) per level. Average injected bone cement volume was 3.2ml +/- 1.4ml and mean follow-up time was 9.5 months. It was reported that 2 patients sustained cement extravasation into the paravertebral muscles. However, the cement leakages did not cause clinical symptoms or problems. All patients were ambulant with a brace one day post-operatively and were discharged 3 days post-op. The type of cement used was not specified in the article.

Manufacturer narrative:
Literature citation: zhaohui ge, md et al. "Uniextrapedicular kyphoplasty for the treatment of thoracic osteoporotic vertebral fract ures". Orthopedics; august 2013- volume 36 ¿issue 8: e1020-e1024. Mean age of 60.3 years (range 55-72 years). (B)(4) although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.